Event description:
The customer reported via phone call that they had a motor error alarm. The customer stated they did not expose their insulin pump to a high magnetic field. Customer's blood glucose was 11.9 mmol/l. The customer stated the alarm occurred two times in the last 30 days. The alarm history also showed a motor position encoder error alarm occurred. Customer was unable to complete the rewind sequence on their insulin pump. The customer was advised their insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to encoder signal out of phase. Unable to perform the displacement test or verify e70 alarm in the alarm history screen due to constant motor error. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.